Manufacturer narrative:
Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd duodopa pump had incorrect settings. The nurse thinks that the patient was receiving more dose than recommended. The extra dose was not being administered (intentionally). The pump was working perfectly once the doses were adjusted. There was no problem with the pump, but there was a setting error. There was no reported adverse event.